Manufacturer narrative:
(B)(4). Results of investigation: a carefusion certified 3rd party service technician field serviced the suspected device and the reported issue was confirmed. It was identified during internal inspection that the resister on the power board was damaged, which was the root cause of reported issue. The issue was repaired and the device was returned to the customer.

Event description:
The customer reported that the ventilator's led charge status light was not functioning properly. The reported issue was found during testing so there was no patient involvement.